Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. One used 8fr angio-seal vip device was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly along with a header bag. The arteriotomy locator was returned as well. Visual inspection revealed that the returned carrier tube mated with the sheath and the deployment of the sleeve was noted to be in a partial rear lock position. The color bands of the deployment sleeve were not fully exposed. The distal tip of the sheath was inspected for the presence of the anchor. The anchor was fully exposed at the distal tip of the sheath. The anchor was nested to the monofold and was not properly posted at the appropriate angle at the distal tip of the sheath. No other visual anomalies were noted. The deployment sleeve was moved into the full rear lock position and the anchor posted to the sheath correctly. Then, the digital force was applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device. A review of the device history record of the product code/lot# combination was conducted with no findings. IFU states: once the anchor has been deployed correctly, and the device cap has been locked into the rear position, slowly and carefully withdraw the device/sheath assembly along the angle of the puncture tract to position the anchor against the vessel wall. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that due to the anchor not posting at the appropriate angle at the distal tip of the sheath, the user experienced pullout; this was due to the deployment sleeve not being in the full rear lock position where the color band would be completely exposed. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the angio-seal device anchor did not deploy properly in the artery and pulled back in the insertion sheath. The physician said that he could not fit the device and insertion sheath properly. The physician removed all the device and components out of the patient. Then, manual compression was applied to achieve hemostasis. Hemostasis was successfully achieved by manual compression only. There was no health damage to the patient. The blood loss was less than 250 cc's. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7fr. The puncture site was proximal to the inguinal ligament of the left common femoral artery. The vessel diameter is unknown. There were no other devices or equipment used with the reported product.